Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported "benign appearing subcentimeter sized posterior 9:00 breast cyst or lymph node", which is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as fold flaw opening. Cyst-ndr: unable to observe, as it is not related to the device. Additional observations: observed, creases on the surface of the device. Observed, stress marks. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side rupture. Physician later noted, "breast cyst or lymph node". Not related to the device. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.